Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the affected device related to this incident, it was determined that water from the ceiling had collapsed onto the main and auxiliary components. A field service engineer (fse) identified standing water in the e-compartment, on the communication sled, and on the docking board. A burnt odor was noted; however, no visible damage was observed. Water was also found on the legacy half-height (hh) drawers. The affected components included one matrix drawer, four legacy hh drawers, and one legacy full-height drawer. No repair information was provided by the fse despite multiple follow-ups. Once the additional information was received, the investigation was expected to be reopened and updated accordingly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station short-circuited and lost power due to water dripping. The customer rebooted the device and attempted recovery, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.